Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the company representative was going to be assisting the physician with a pump pocket revision. The company re presentative had no further information at the time of the report. Product compatibility and potential priming scenarios were discussed. No patient symptom was reported. The date of the event was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was reported that there was no known pump issue, but it appeared to be a positional issue. The circumstances that led to the issue / pocket revision were unknown. The pump was repositioned. It was unknown when the issue first started. The pocket revision occurred on (B)(6) 2019. The company representative had no further contact with the physician or the patient since the revision. The patient¿s weight was unknown. It was clarified that the pump was not replaced or changed as it was a pocket revision and therefore remained implanted.